Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off during the event. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using their device to monitor a patient and the display went blank for several seconds when they attempted to print the code summary. This can be indicative of an unexpected loss of power or device reset. The customer advised physio-control that there were no adverse effects to the patient as a result of the reported issue.